Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery rapidly depleted and would not charge. Subsequently, pump shut down. An unidentified malfunction alarm occurred. Customer's blood glucose was 165-304 mg/dl. Tandem technical support reviewed the pump data and confirmed reported battery depletion issue. Customer continued to use pump for insulin therapy.